Manufacturer narrative:
The reported lot # [82662826] was not found for the reported catalog # [324915]. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated from the bd ultra-fine¿ insulin syringe during use when removing the cap. This occurred on 3 separate occasions from lot# 9266282. The following information was provided by the initial reporter, translated from spanish to english: "one syringe came out bad in one box and two in another box. When you disconnect the orange cap to insert the needle into the insulin, it comes off with the cap. And that syringe could no longer be used."

Manufacturer narrative:
Investigation: customer returned photos of 1cc, 6mm, 31g syringes with poly bas and shelf cartons from lot # 9266282. Customer states that when you disconnect the orange cap to insert the needle into the insulin, it comes off with the cap. The attached photos were examined and exhibited syringes with a broken barrel. A review of the device history record was completed for batch# 9266282. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200851280, 200851110] noted that did not pertain to the complaint. Process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. There were no quality notifications or maintenance dispatches that pertained to these defects during the production of these batches. The DHR was reviewed and nothing was found pertaining to this complaint. A root cause cannot be determined.

Event description:
It was reported that the hub separated from the bd ultra-fine¿ insulin syringe during use when removing the cap. This occurred on 3 separate occasions from lot# 9266282. The following information was provided by the initial reporter, translated from spanish to english: "one syringe came out bad in one box and two in another box. When you disconnect the orange cap to insert the needle into the insulin, it comes off with the cap. And that syringe could no longer be used."